Event description:
As stated by the customer on the 2010-(B)(6): (yyyy/mm/dd). During transfer from bed to wheelchair with passive lift, the right shoulder clip broke in two. The lift was already above the wheelchair. Client leaned in the sling and the right upper arm fell to the back. There were no reported injuries to the client. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.